Event description:
On (B)(6) 2009, the patient the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The aneurysm sac measured 67mm at this time. It was reported the patient presented for follow up CT with tenderness in the abdomen. The CT dated (B)(6) 2015, revealed a type I endoleak and the aneurysm sac had enlarged to 120mm. Due to the patients age and health the physician is taking a wait and watch approach.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(6). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, four gore excluder aaa endoprostheses were implanted to extend proximally and reline the entire previously implanted system to treat the endoleaks ( proximal type I and a suspected type iii).final imaging showed a resolution of the endoleaks.